Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. The service engineer (se) inspected the device and could not duplicate the reported issue.

Event description:
It was reported that the ventilators display was blank. Patient involvement: no patient involvement. Event date not specified; estimate used.